Event description:
It was reported that the console had insufficient power output. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. Based on the information provided by email, the laser tube was damaged. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: due to the physical characteristics of the co2 laser tube, when the system is set to the lowest power and time settings; the system may deliver less than the requested energy per pulse setting (mj). A risk review performed for the acupulse device confirmed that the event of device - low power is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console had insufficient power output. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console had insufficient power output. There were no patient complications.